Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no DHR, lot history review, or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint#: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in austria, a patient received an evoque valve in tricuspid position where the valve was successfully implanted with valve deployment position in all planes 0-5mm on annular level. Directly after valve release, the patient had bradyarrhythmia absoluta with already existing atrial fibrillation. Temporary right ventricular (rv) pacemaker lead implantation through evoque valve. On post-operative (pod) 1, a permanent pacemaker was successfully implanted.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, b7, g3, g6, h2, h6 and h11.

Event description:
As reported by the edwards lifesciences affiliate in austria, a patient received an evoque valve in tricuspid position where the valve was successfully implanted with valve deployment position in all planes 0-5mm on annular level. Directly after valve release, the patient had bradyarrhythmia absoluta and a third degree av block with already existing atrial fibrillation. Temporary right ventricular (rv) pacemaker lead implantation through evoque valve. On post-operative (pod) 1, a permanent pacemaker was successfully implanted.